Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed different longevity overestimation; the physician alleges premature battery depletion on the pacemaker (pm). No changes or intervention was performed. The patient condition was stable.